Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in line with the bone socket. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/28/2025, it was reported by a sales representative via phone that an ar-3636h self bunching 1.8 knotless hip fibertak®soft anchor shuttling suture broke. This occurred during a hip arthroscopy on (B)(6) 2025, here all fragments were retrieved from the patient. The patient had a dense bone quality. A drill was used to prepare the bone. They continue with another ar-363h that worked accordingly. There was no harm to the patient, or delay in the procedure. There was also an ar-3638dhc-2 disposables kit drill guide bent; another was opened and worked accordingly.